Manufacturer narrative:
The unit had a severely scratched display window, a cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
The customer called in to report that the reservoir tube threads were cracked and that the screen was scratched and was difficult to read. The customer's blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.